Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two rounds of ventricular anti-tachycardia pacing were delivered by the cardiac resynchronization therapy defibrillator (crt-d) for an atrial arrhythmia followed by delivery of a high voltage defibrillation therapy. There was a subsequent change in ventricular morphology with rapid ventricular rates and another high voltage therapy was delivered. The device was explanted and replaced shortly thereafter. No further patient complications have been reported as a result of this event.